Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the clogging of the material in the biopsy channel was confirmed. Therefore, the device did not meet its specifications nor function. According to the field service engineer (fse), there were black and soft foreign materials with length of about 1cm in the instrument channel tube, but the material could not be specified nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis lucera elite gastrointestinal videoscope exhibited black foreign matter coming out of the channel tube. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.